Event description:
The manufacturer received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging with the complaint of device has a strange odor, burning/smoke/electrical odor' and experiencing difficulty breathing/shortness of breath related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.exterior investigation observed an unknown dust/dirt contamination present in airpath on side panel outlet.internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Evidence of sound abatement foam degradation/breakdown was observed in this device.then experienced odor was most likely from the degrading sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one erorrs. The manufacturer concludes can confirm that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.